Event description:
The notification received for the study indicated that pta was being performed on a lesion in the proxima right internal carotid with 80% stenosis. The lesion was pre-dilated with a 3.0 x 20 mm maverick balloon and a 7.0 x 20 mm precise stent was deployed but due to suboptimal guide support, the physician struggled to manipulate the position of the stent. Ultimately, the stent was deployed somewhat more proximally covering the worst part of the lesion but not the lesion in its entirety. Therefore, a second overlapping more proximal stent (10 x 40 precise) was deployed. Post-dilatation was done with a viatrac balloon at 6 atm. The pt remained neurologically intact throughout the procedure. He did have some transient hypotension to approximately 75 mmhg systolic blood pressure while the angioguard was still in place, which was treated with a bolus of saline successfully. The residual diameter stenosis was 10%. He was transferred to the holding room in stable condition.

Manufacturer narrative:
Pta was performed on a lesion in the proximal right internal carotid with 80% stenosis present. The (arch iii) eccentric lesion was 8 mm in length in a 5.0 mm vessel diameter. The pt was asymptomatic at the time of the intervention. An angioguard embolic protection was intended to be used but due to packaging damage, it was not used in the pt. A second angioguard was successfully deployed and retrieved without any technical malfunctions. The lesion was pre-dilated with a 3.0 x 20 mm maverick balloon at 6 atm. Heparin was administered during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were reported under the following manufacturing numbers: 1016427-2009-00086, and 9616099-2009-00563.